Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 3:00 pm to 4:00 pm with blood glucose of 797 mg/dl. Customer reports they feel okay to troubleshoot. Customer was hospitalized because of having high blood glucose reading. Customer cannot recall their blood glucose current reading. Customer cannot recall their blood glucose reading at the time of the incident. Customer cannot recall their customer was treated in the emergency room. The hospital name was (B)(6). Customer was wearing the pump at time of hospitalization. Customer did not mention drive support condition. Infusion set was changed (B)(6) 2017. Customer did not check setting and high pressure test did not perform. Customer also reported reoccurring unexpected restart issue and physical damage on the insulin pump. Customer cannot recall the location of the damage on the insulin pump. Customer declined to troubleshoot for high blood glucose reading. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test at 0.0885 inches. No corrupted history file alarms noted. However, unit failed unexpected alarm error test due to faulty on interface board. Unit received with cracked case at display window corners, cracked battery tube threads, cracked belt slot and minor scratches on lcd window.